Event description:
It was reported that a patient underwent surgery on (B)(6) 2014 for a left orbital fracture, which occurred on (B)(6) 2014. The surgeon implanted a 0.8 mm synpor orbital floor plate. Several days postoperative, the patient began to experience pain and double vision and noticed the presence of a bulge under the eyelid. The patient was referred to an ophthalmologist who thought the implant became displaced or had shifted. The patient had revision surgery in (B)(6) 2014; he was then implanted with a new synpor plate of unknown size and titanium mesh. It was reported that the synpor plate was trimmed to size. The surgeon attempted to secure with a screw, but was unsuccessful. The revision surgery seems to be successful in repairing the fracture; however, the patient is still experiencing blurred vision. This report is for one (1) unknown synpor orbital floor plate. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient date of birth and weight are unknown. Date of event: unknown. This report is for one (1) unknown synpor orbital floor plate. Explant date: unknown date in november 2014. PMA 510(k): unknown as no part or lot numbers were provided for the complainant synpor plate. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.